Manufacturer narrative:
Zimvie complaint number c(B)(4). . G4: premarket identification k013227.

Event description:
The doctor reports that the dental implant located in position number 45 failed because it fractured at the head. The doctor reports that the procedure was completed successfully.